Event description:
Healthcare professional reported a lap-band system "crack at the flange catheter" and was first diagnosed when "the pt wasn't experiencing anything and the doctor was trying to put more saline but was unsuccessful." Lap-band port was removed and replaced.

Manufacturer narrative:
The product associated with this report has been returned however the analysis results are not available at this time. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has rec'd the product however the analysis has not been completed at this time.